Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports she has had 15 surgeries all for issues with her implants. Pt did not have exact dates or which device had what issue. Pt states occurred somewhere between 1996 and 2010. Pt states the surgeries were for all different issues. Pt states she has had broken wires, infections, corrosions, and fluid. Pt states she has been rear ended twice and that caused leads to knockout of place, etc. Pt states the broken wire implant the hcp had stated they have never seen this before. Pt states she is on her 5th implant. Pt states they had to replace the implants as when she would sit she would get electrocuted. Pt states she doesn't know what exactly happened or when. [See pe 704371275 for information regarding current ins depleting.]